Manufacturer narrative:
The device remains implanted therefore could not be returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No evidence of product non conformances or labeling or IFU inadequacies were identified in the evaluation. The risk of valve stenosis and associated harms has been reduced as low as possible through design and manufacturing processes. Users are informed of the residual risks associated with use of the valve through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with valve stenosis. Since no product nonconformance were identified, a product risk assessment (pra) escalation is not required. Since no edwards defect was identified, no corrective action or preventative action (CAPA) are required stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the complaint was unable to be confirmed due to device unavailability/imagery unavailability. Based on the limited information provided, the root cause for the valve stenosis approximately 6 years 8 months post valve implant could not be confirmed, but may be related to the patients comorbidities and/or progression of the pre existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, approximately 6 years and 8 months post implantation of a 23mm sapien 3 valve in the aortic position, a valve in valve was performed due to stenosis.